Event description:
As in this acl reconstruction, the graft size is 8mm, dr. Uses a 9 x 30mm screw to screw the graft in the tibial tunnel. In the midst of screwing, the screw broke; 10 mm of the screw (tip) remained in the tibial tunnel which is holding onto the graft in the tunnel. The remaining 20mm broken into pieces. Then after measuring the remainder of the tunnel length, he put on the 9 x 25mm screw, which broke also upon insertion into the tunnel. ((B)(4)) finally he decided to put in 7 x 20mm, which also has difficulty in insertion (this is of course with the use of guide wire of the screw). After a few tries he decided to use the cortical post for tibial fixation instead.

Manufacturer narrative:
The distal tip of the screw was not returned. The returned piece was looked at under magnification, the screw appears to have snapped; graft size is 8 (there is some allocations); tunnel size 8. And a tap was used. (B)(4).